Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, the tip of the oad driveshaft broke off and remains in the patient's body. A 7f terumo sheath, a platinum plus wire and a viper wire were used to access the lesion from a contralateral approach. The target lesion was a cto lesion located in the distal pt. Nothing could cross the lesion except a wire. Using the micro crown oad, the physician completed one run at low speed in the proximal pt artery, then advanced the oad to the distal portion of the pt. At this point, the device bogged down, became stuck, and at about 10cm from the ankle, the distal end of the driveshaft began to uncoil. The tip bushing pulled off from the uncoiled shaft, but the crown remained intact. The physician was able to snare most of the tip, but a small portion remains in the patient. The physician performed balloon angioplasty in the area and was able to push the 1mm portion into the wall of the vessel with no adverse events. The guide wire was successfully removed and remained intact, but it was discarded. The patient's status remained stable and asymptomatic during and following the procedure, and continues to be well one week post-procedure.

Manufacturer narrative:
(B)(4).